Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test. Device re-ran ten times after a disconnect and reconnect of the interconnect flex and all passed (interconnect flex intermittent operation). Analysis also found the interconnect flex was formed incorrectly and creased. The lower case was broken. (B)(4).